Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the day of the event, the patient experienced hypoglycemia and experienced being aggressive. An ambulance was called by the patient´s wife, and the patient was treated with 6 ampuls of intravenous glucosum 20 percent fresenius. When a fingerstick was taken, the cgm reading was 104 mg/dl, and the blood glucose reading was 52 mg/dl. It was not reported that more treatment was necessary, and there was no information of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.